Manufacturer narrative:
This event occurred in (B)(6). The customer is refusing to return the suspect product.

Event description:
The customer's wife called on (B)(6) 2016 and stated that her husband had a stroke on (B)(6) 2016 because his coaguchek xs meter (serial number unknown) measured incorrectly. She stated that he was in the hospital still on (B)(6) 2016. She also said that his right hand was impaired and his treatment included a head mrt. She stated his coaguchek xs measured 3.7 inr and the laboratory sample measured 3.0 inr. She did not provide the time frame between these results and the laboratory method is unknown. She stated that the 3.7 inr was reported to his doctor. The customer's therapeutic range is 3.0- 3.5 inr. The suspect product was requested to be returned and the replacement product was sent. On (B)(6) 2016, the customer stated he would not disclose the serial number of his meter or the lot number of the strips. He also stated he will not send us the meter and the test strips for investigation.

Manufacturer narrative:
Outcomes attributed to ae was updated.